Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: e1. H6: code 3191 used to capture surgical intervention, medical device removal, and fracture nonunion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unk - plate: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2019, there was a hardware removal of an unknown synthes plate and an unknown fragment plate. The revision was due to non-union. Both plates were removed, unknown screw fragment left, the revision was done with a reversed shoulder. Procedure successfully completed. Patient outcome is unknown. Concomitant device reported: unk - screws: (part# unknown; lot# unknown; quantity: unknown). This is report 3 of 4 for (B)(4).